Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient lost therapy approximately in (B)(6) of 2020 as the patient had difficulty charging the device reportedly, the ipg stopped taking a charge. A manufacturer representative interrogated the system and they were unable to communicate with external devices and displayed the message low battery. To address the issue patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.